Event description:
The patient received two leads with the same lot number. It was reported the patient experienced ineffective stimulation and as a result surgical intervention was undertaken on (B)(6) 2014. Preoperative testing revealed high impedance reading on contacts 9 through 16 and a possible lead fracture. The physician explanted and replaced the leads. Follow-up identified effective stimulation and adequate coverage post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patent's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.